Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius ultraflux av 1000 s dialyzer and the patient¿s reaction categorized as grade iii anaphylactic shock (characterized by severe arterial hypotension and tachycardia, followed by extreme bradycardia, loss of consciousness, and bronchospasm) as the reaction was reported to have occurred after the initiation of crrt treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the ultraflux av 1000 s dialyzer, hypersensitivity reactions may occur during acute dialysis treatment. In severe cases dialysis must be discontinued and the appropriate medication initiated. The patient¿s treatment was discontinued. The patient continued crrt with a hypoallergenic dialysis membrane dialyzer. No further issues were reported. There is no evidence of an ultraflux av 1000 s dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to a hypoallergenic dialysis membrane dialyzer resulting in no reported reactions. However, although there is no allegation or evidence of a product malfunction or deficiency the ultraflux av 1000 s dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
It was reported that a patient was initiated on continuous renal replacement therapy (crrt) utilizing the ultraflux av 1000 s dialyzer and subsequently experienced grade iii anaphylactic shock. The patient was admitted to the reporting facility on (B)(6) 2025. The patient was transferred to this facility with congenital thrombotic thrombocytopenic purpura (ttp) and chronic kidney disease for continued management and ventilator weaning. On (B)(6) 2025 the patient was initiated on crrt with regional citrate anticoagulation. The patient¿s access was via a right femoral dialysis catheter. The treatment utilized the ultraflux av 1000 s dialyzer (polysulfone membrane) and multifiltratepro - secukit ci-ca® hd 1000. Upon initiation of dialysis, the patient experienced severe arterial hypotension (systolic blood pressure (sbp) 50mmhg) followed by tachycardia. Subsequently, extreme bradycardia, loss of consciousness, and bronchospasm followed. Hemodynamic stabilization was achieved after the administration of intravenous (IV) adrenaline 0.2mg, polaramine (dexchlorpheniramine) 1 ampoule, and solumedrol (methylprednisolone) 1mg/kg. The crrt treatment was immediately discontinued. The patient's estimated blood loss (ebl) was <200ml and plasma lost was <300ml. The patient¿s clinical presentation was consistent with grade iii anaphylactic shock. Serum histamine and tryptase levels were obtained (no results provided). The patient made a full recovery. The patient was transferred to the intensive care unit (ICU) for renal replacement therapy utilizing a hypoallergenic dialysis membrane. Actions were undertaken by the healthcare facility for patient management. The dialyzer sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned for evaluation and the device lot number was not provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A device history records (DHR) review and a retention sample analysis were not possible as no lot number was provided. Based on the available information, the cause of the reported event cannot be confirmed. In previous cases, extraction of retained samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is believed that the patient¿s allergy/reaction may have been caused by other factors, for example, the specific physical/medical status of the patient.

Event description:
It was reported that a patient was initiated on continuous renal replacement therapy (crrt) utilizing the ultraflux av 1000 s dialyzer and subsequently experienced grade iii anaphylactic shock. The patient was admitted to the reporting facility on (B)(6) 2025. The patient was transferred to this facility with congenital thrombotic thrombocytopenic purpura (ttp) and chronic kidney disease for continued management and ventilator weaning. On (B)(6) 2025 the patient was initiated on crrt with regional citrate anticoagulation. The patient¿s access was via a right femoral dialysis catheter. The treatment utilized the ultraflux av 1000 s dialyzer (polysulfone membrane) and multifiltratepro - secukit ci-ca® hd 1000. Upon initiation of dialysis, the patient experienced severe arterial hypotension (systolic blood pressure (sbp) 50mmhg) followed by tachycardia. Subsequently, extreme bradycardia, loss of consciousness, and bronchospasm followed. Hemodynamic stabilization was achieved after the administration of intravenous (IV) adrenaline 0.2mg, polaramine (dexchlorpheniramine) 1 ampoule, and solumedrol (methylprednisolone) 1mg/kg. The crrt treatment was immediately discontinued. The patient's estimated blood loss (ebl) was <200ml and plasma lost was <300ml. The patient¿s clinical presentation was consistent with grade iii anaphylactic shock. Serum histamine and tryptase levels were obtained (no results provided). The patient made a full recovery. The patient was transferred to the intensive care unit (ICU) for renal replacement therapy utilizing a hypoallergenic dialysis membrane. Actions were undertaken by the healthcare facility for patient management. The dialyzer sample was not available to be returned for manufacturer evaluation.